Event description:
Reporter noted corneal burn occurred during procedure.

Manufacturer narrative:
H10: waiting for evaluation results. Customer has been contacted regarding possible causes of thermal injuries.